Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal dilaudid via an implantable pump for non-malignant pain. It was reported that the reason for the call was the hcp stated that pump was recently adjusted with a dose increase and now the patient was in the hospital experiencing overdose symptoms; the patient was nauseous and vomiting. The hcp asked for help in turning the pump down or off. The agent reviewed role of mdt manufacturer representative and provided contact info for the national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.